Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was returned for analysis in a condition that appears that it had been previously expanded. The expanded stent was damaged on return and was compressed (on one plane) against the wall of the balloon. The crimped stent was detached from balloon. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device are all within the specified range. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-nov-2015. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the calcified proximal right coronary artery (rca). A 4.00x12mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage and stent detachment. It was further reported on 06-nov-2015 that the stent was dislodged inside the patient's body and was removed using a snare. No patient complications were reported and the patient's status was stable.